Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Concurrent procedures: vaginal hysterectomy, anterior and posterior repair, left salpingo-oophorectomy and cystoscopy, right sacrospinous ligament fixation. Reason for surgery: uterine and vaginal prolapse; sui. It was reported that following insertion the patient experienced pain and urinary incontinence.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.